Event description:
The manufacturer received information alleging a malfunction of a ventilator's screen was black and cracked. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's display was replaced to address the issue. There is a evidence of physical damage.